Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd saf-t-intima¿ IV catheter safety system during inspection of the catheter it was noticed to be broken. This was spotted prior to introduction into the patient, and an alternative cannula was used. The following information was provided by the initial reporter: a user has identified a faulty bd saf-t-intima set which appeared to have a broken metal introducer in it which is usually removed after it is inserted sub-cutaneously into a patient. This was spotted prior to introduction into the patient, and an alternative cannula was used. Further cannulas from the same batch were examined, and no further failures were noted examination of the failed introducer noted that the fracture point has occurred at the crimp join of the needle to the withdrawing cable, though there is no observable evidence which could suggest a reason. Examination of an unopened set shows a line clamp whose position is immediately adjacent to the crimp joint. It looks as though any pressure exerted on the line clamp could be transmitted to the needle at the crimp point (it may have be a factor in causing the fracture).

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8249594. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a review of the manufacturing line was conducted after our engineers noted that the needle had broken along the 'notch'. This area, although thinner by design, still requires the application of ample force to cause the observed damage; our review of the manufacturing line was not able to identify any potential contributors to this event. Unfortunately without being able to replicate the reported failure mode at our facility, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that before use of the bd saf-t-intima¿ IV catheter safety system during inspection of the catheter it was noticed to be broken. This was spotted prior to introduction into the patient, and an alternative cannula was used. The following information was provided by the initial reporter: a user has identified a faulty bd saf-t-intima set which appeared to have a broken metal introducer in it which is usually removed after it is inserted sub-cutaneously into a patient. This was spotted prior to introduction into the patient, and an alternative cannula was used. Further cannulas from the same batch were examined, and no further failures were noted examination of the failed introducer noted that the fracture point has occurred at the crimp join of the needle to the withdrawing cable, though there is no observable evidence which could suggest a reason. Examination of an unopened set shows a line clamp whose position is immediately adjacent to the crimp joint. It looks as though any pressure exerted on the line clamp could be transmitted to the needle at the crimp point (it may have be a factor in causing the fracture).